Event description:
The customer reported three false positive results during routine hospital testing, prior to patient admittance with the ID now covid-19 assays, using nasal pharyngeal swab samples. The first covid-19 assay was performed on (B)(6) 2022 at 2:13pm which generated a positive result. The second covid-19 assay was performed on (B)(6) 2022 at 2:59pm which generated a positive result. The third covid-19 assay was performed on (B)(6) 2022 at 7:07pm which generated a positive result. All three patients received confirmation cobus liat lamp testing on unknown dates, using nasal pharyngeal samples, which generated negative results. The customer stated that all three patients were asymptomatic. The customer reported a delay in hospital admittance due to the initial test results, however no further adverse patient effects were reported. This manufacturer report addresses false positive 1 of 3.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m166839 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: m166839, test base part number 190-000/ lot: m166839. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166839 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Related reports: 1221359-2022-00722, 1221359-2022-00723.